Manufacturer narrative:
Product event summary: the partial lead was returned in segments. Analysis was conducted and found that the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior svc (superior vena cava) defibrillation cable, the proximal conductor and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo and the outer insulation was ruptured. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. This lead was previously reported on a remedial action exemption report. Concomitant medical products: product ID d284trk device, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer. Approximately three years ago, the lead was capped as it delivered inappropriate shocks due to noise, oversensing and fracture. After being explanted the lead was returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.